Event description:
The customer reported to baxter (B)(4) a solution administration set with 3-way stopcock that showed difficulties during use. According to the report, the administration did not stop when there was no fluid left in the solution bag. It was also reported that this is a recurring issue that has occurred an unspecified number of times in the past. The condition was reported to have occurred during patient use. No patient injury or medical intervention is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A companion sample was submitted for evaluation. A visual examination of the sample did not reveal any abnormalities. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The root cause of this condition was not identified. The set functioned as per its designed characteristics. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.